Manufacturer narrative:
Device passed rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. Device received with all buttons responding properly. No button, keypad, numbers ramping/scrolling or connector at lcd board anomalies were noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device received with cracked case at display window corners. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that he woke up with high blood glucose. Customer's blood glucose was 500 mg/dl. Device blood glucose reading was high. Device passed the high pressure test. During troubleshooting, customer reported the act button was unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.